Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular (rv) lead oversensed noise. The lead was capped and replaced (B)(6) 2024. The patient was in stable condition.